Manufacturer narrative:
Findings: unit received with constant motion sensor test failure alarm loops during rewind due to corroded motor home switch. Unable to perform pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measure due to constant motion sensor test failure alarm loops. Unable to verify bubble anomaly due to constant motion sensor test failure alarm loops. Minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was unknown. Customer was assisted in performing displacement test and could not get the pump to rewind. The customer was advised that the device would be replaced. The customer was advised to refer to backup plan.